Manufacturer narrative:
(B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that premature eri was observed via a remote transmission. The device was explanted and replaced. The patient condition is fine.